Event description:
Reporter stated that pt's blood glucose was measured, using the aviva system, with back-to-back results of 349 mg/dl, 138 mg/dl, 111 mg/dl, 131 mg/dl, and 113 mg/dl. Reporter stated that, at the time the results were obtained, pt was not exhibiting symptoms of hypoglycemia or hyperglycemia. Pt did not modify therapy based on these values. No pt injury was reported and no treatment was received. Reporter did not provide location where the discrepant results were obtained. A level-one quality control test was performed on the aviva system and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.